Event description:
In 06 hospital representative reported that a patient in labor was to received a pitocin drip (to stimulate contractions). The nurse got an upstream occlusion alarm and during troubleshooting took the set out of the pump and manually opened up the blue slide clamp and allowed a bolus of the pitocin to go to the patient. This caused the baby to drop it's heart rate. The baby recovered on it's own, no medical intervention provided. Hospital determined that the bolus was caused by user error. When the set is ejected from the pump, it is in the closed position and should be reinserted in the closed position as well. Three weeks later we received an FDA request letter that included the hospital's voluntary report (mw1038124). This report indicated that the patient received medical intervention. The patient received terbutaline 0.25mg sq to stop contractions. Afterwards, the fetal heart rate returned to baseline of 140's